Event description:
The complaint is reported as "the nurse observed the day after the central catheter was inserted that all the routes are clamped, but with return blood. Patient referred pain when injecting 0.9% saline solution in the proximal route. It was observed that the entire solution injected was leaked through the puncture hole."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "the nurse observed the day after the central catheter was inserted that all the routes are clamped, but with return blood. Patient referred pain when injecting 0.9% saline solution in the proximal route. It was observed that the entire solution injected was leaked through the puncture hole."